Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 1 complaint was received during this report period. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the separation of the device and/or device components from its physical construct, integrity, or chassis. One female patient.